Event description:
The customer reports very low anion gap results for patient samples with corresponding elevated co2 assay results generated by the aeroset analyzer. The customer states that samples retested on the architect c8000 analyzer generated lower co2 values. The customer gave one example of an aeroset co2 result of 35 mmol/l on the same sample that generated an architect c8000 co2 assay result of 21 mmol/l. The customer states that no suspect results have been reported from the lab. Controls have been recovering slightly above their current mean values. The customer states that quarterly maintenance is due and that she will begin maintenance on the syringes. A service call was also initiated. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation was conducted by an abbott field service representative (fsr) whose inspection of the aeroset analyzer found the sample probes, reagent probes, and a mixer were out of alignment. The fsr calibrated and adjusted the components, followed by running samples and controls to verify that the issue had been resolved. The issue did not recur. Subsequent instrument operations and test results were acceptable. Complaint and trending data did not indicate a product issue or adverse trend. The customer's issue is addressed in the aeroset operations manual under section 9 service and maintenance, under weekly maintenance procedures and under the analyzer component replacement section; section 10, troubleshooting and diagnostics, describes the maintenance utilities screen, which provides functionality to manually move robotics for maintenance and troubleshooting purposes and also provides probable causes and corrective actions for the observed problem results are erratic, precision is poor. The aeroset failed to perform as intended when it generated discrepant results because the sample and reagent probes and a mixer were out of alignment. However, system performance was restored by the customer and abbott field service in a manner consistent with information in section 10, troubleshooting and diagnostics, of the aeroset operations manual. Therefore, a product deficiency is not indicated. This is a final report.